Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the right ventricular lead exhibited high pacing impedance and capture threshold. Programming changes were performed, and the patient will further be monitored. The patient condition was stable.